Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl). The customer delivered a correction bolus to address bg level. Reportedly, the customer was ill and stated that could be the suspected cause of the elevated bg level. System check with tandem technical support was performed and showed that the device was performing as intended. Follow-up with the customer several hours later, confirmed that the customer's bg level were at 362 mg/dl, and were continuing to come down. Although requested, no additional information was provided regarding the reported event.